Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-jan-2023. H6: investigation summary: our quality engineer inspected the 1 photo and 25 samples submitted for evaluation. The reported issues of barrel cracked and leakage other was confirmed upon inspection and testing of the sample. Analysis of the samples showed that 10 out of the 25 samples had visible defects, damages, and failed our internal leakage testing. During the production for the batch, there was a jam at outfeed and machine stoppages. Probable root cause for the damaged barrel is the parts were jammed at the main assembly dial and was not rejected due to the part jam sensor being out of position. Actions have been taken to adjust the sensor and realign the block. A device history review was conducted for lot number 2021390.

Event description:
It was reported that 25 bd¿ slip-tip syringes had cracks in their barrels and leaked as a result. The following information was provided by the initial reporter: "the last box of 2ml bd syringes that I purchased... Contains many faulty syringes. They are cracked and leaking... Crack noticeable at syringe barrel, liquid visible indicating leakage."

Event description:
It was reported that 25 bd¿ slip-tip syringes had cracks in their barrels and leaked as a result. The following information was provided by the initial reporter: "the last box of 2ml bd syringes that I purchased. Contains many faulty syringes. They are cracked and leaking. Crack noticeable at syringe barrel, liquid visible indicating leakage."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.